Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, evaluation notes and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, bx channel leaking and internal cuts were noted. The instructions for use (IFU) states: the cleaning brush (maj-1534) is used to brush the external surface of the distal end of the endoscope,¿ ¿the washing tube (maj-974) is used to inject detergent solution, disinfectant solution, water, and alcohol into the elevator wire channel and to flush air through the channel to expel fluids and connect each accessory to channel part for rinsing. ¦chapter 6 compatible reprocessing methods and chemical agents. ¦chapter 7 cleaning, disinfection, and sterilization procedures. Since insufficient or incorrect reprocessing of the scope phenomenon can be prevented by following the instructions, it is presumed that the incident was caused by user operation. Likewise, the probable cause of foreign material exiting from the channel is due to incomplete re-process of the subject device according to the instruction manual. As a result, the device was not completely cleaned and some blood remained. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Endoscopy support specialist (ess) was performing a scope reprocessing and infection control maintenance with the sterile processing team. During service, the customer informed ess of not using the maj-1534 cleaning brush when reprocessing the scope. The end user failed to use the maj-974 washing tube to flush the auxiliary channel. The reprocessing technician was not connecting any piece of equipment to the auxiliary channel when flushing the scope with detergent and water. After reprocessing, blood was leaking out of the distal end of the scope. The ess advised the customer to contact the manufacturers of the automatic endoscope re-processor and flushing sink for proper use. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user reported incorrect reprocessing of the gi scope. Additionally, foreign material was exiting from the channel. There was no patient involvement, no harm or user injury reported due to the event.